Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the blue screen and exhibited a fatal error. The technical support specialist (tss) dialed into the system, launched the med station application using the care fusion admin and set auto login for the care fusion application. Tss added the cfnapp user and cfn admin and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on white screen with an error message displaying a 'fatal error'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on white screen with an error message displaying a 'fatal error'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.